Manufacturer narrative:
Through follow-up with user facility personnel, it was discovered that the employee involved in the reported event was performing maintenance to repair a ceiling tile light when they observed water which had a strong odor. The employee experienced respiratory symptoms and skin irritation; however, they did not seek medical treatment. The employee was repairing the ceiling tile light as part of a facility draining issue. The exact cause of the reported event is unknown. The employee subject of the reported event was provided with a copy of the safety data sheet. A 3-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Manufacturer narrative:
Steris has made multiple attempts to obtain additional information regarding the reported event. A follow-up report will be submitted should additional information becomes available. UDI related data clarification - the lot/serial number is unknown; therefore, the applicable production identifiers were not included in the MDR. No additional issues have been reported.

Event description:
The user facility contacted steris as part of their investigation into "one of our employees recently reported some health concerns that s/h believes may be related to an exposure in the workplace". It is unknown if medical treatment was sought or administered.